Manufacturer narrative:
On december 30, 2024, mentor received additional information regarding the impacted device and explantation date. It was reported that the impacted device was the patient's right side. The device lot number was updated to 7563355. The device serial number has been updated to (B)(6). All relevant device information has been updated in section d of this report. It was also reported that the patient was to undergo device explantation on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot 7480250, manufacturing date: june 16, 2017, expiration date: june 15, 2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 7563355, manufacturing date: march 16, 2018, expiration date: march14, 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) post-operatively. The patient reported having complications of pain, lumpy, and hardness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient reported two device serial numbers, however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.